Event description:
It was reported that the patient was having difficulty with the implanted system. It was noted that the patient was unable to charge and had the problem for about a week. It was further reported that there was no stimulation sensation. The reporter noted that the patient had fallen about 6 days prior to the report and that the device had not been working for the prior 5 days. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3777-45, serial# (B)(4), implanted: 2010-(B)(6), product type lead, product ID 3708140, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 3777-45, serial# (B)(4), implanted: 2010-(B)(6), product type lead, product ID 3708140, serial# (B)(4), implanted: 2010-(B)(6), product type extension, product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 37754, (B)(4), product type recharger. (B)(4).